Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4). It was further reported that the stent dislodged from the balloon in the area of the vein graft and the right coronary artery. The physician as unable to retrieve it with a second wire and pulled the wires, stent and catheter back to the area of the right external iliac artery where it got lodged just above the inguinal ligament. Decision was made to cut the wire and secure the whole device for removal by a thoracic surgeon, who removed the stent, corrected from the stent being snared out during the procedure. The patient tolerated the procedure well without incident and was discharged home.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in a very calcified and tortuous vein graft. A 4.00mm x 24mm veriflex stent was unable to cross the lesion. The stent was dislodged off the balloon in the proximal part of the vein graft and the stent was snared out. The procedure was completed with balloon angioplasty without stenting. No patient complications were reported and the patient status is fine.